Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in an abdominal infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in an abdominal infection. The breach in aseptic technique was further described as improper operations. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency and duration were not reported) for anti-inflammatory treatment of the event. At the time of this report, the patient has not recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage of the treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.